Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilation with 3.0 balloon catheter, a 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. Resistance was felt during advancement. The device was removed; however, it was noted that the stent was deformed when removed from the body. The procedure was completed with a 3.0 x 24 synergy stent. There were no patient complications reported. It was further reported that the haemostatic valve was fully open to allow easy passage of the stent, however, the stent failed to reach the lesion.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilation with 3.0 balloon catheter, a 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. Resistance was felt during advancement. The device was removed; however, it was noted that the stent was deformed when removed from the body. The procedure was completed with a 3.0 x 24 synergy stent. There were no patient complications reported.